Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when plate actually broke. This report is for one plate/unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed for a total hip procedure due to a broken plate. There was patient involvement. At this time no information received on whether or not there was a surgical time delay reported and if surgery was successfully completed. This complaint involves one medical device. This report is 1 of 1 for com-(B)(4).